Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. Reprogramming has been unable to resolve the issue. X-ray imaging revealed migration of both leads. As a result, surgical intervention may be undertaken in the future.

Event description:
Additional information received, the physician explanted the system and attempted to place a new lead but was unable to access the space.